Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. Review of the information indicates that full expansion of the sapien xt valve was prohibited due to the pre-existing non-edwards prosthetic heart valve. This appears to have resulted in a significant residual gradient (41mmhg), inadequate leaflet coaptation and resultant regurgitation, which may have contributed to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 2b clinical trial, approximately 9 months post valve implant the patient expired. The cause of death was determined to be congestive heart failure. Review of medical records (operative, progress notes and echo) revealed that the patient received a 23mm sapien xt valve inside of a non-edwards prosthetic heart valve. Angiography was performed post valve-in-valve procedure revealing moderate/severe aortic regurgitation (grade iii or IV). There was a small, slightly mobile radiolucent lesion noted superior to the valve in the area of the left aortic sinus. This was likely due to trapped leaflets of the surgically implanted valve extending above the stent of the transcatheter valve. Per the discharge summary, the sapien xt valve was positioned too ventricular to cover the cusps of the non-edwards prosthesis. The thickened calcified non-edwards valve cusps are visible and mobile on the aortic side of the xt valve. The failure to cover the cusps of the prior non-edwards aortic valve prosthesis was apparently not recognized at the time of the procedure. Approximately one month post valve implantation, echo revealed moderate central aortic insufficiency (cai) and moderate paravalvular leak (pvl). No treatment was performed. As per clinical notes in follow up with the patient, the patient clinically felt well and was in cardiac rehab. The patient continued to have an increase mean gradient of 41mm hg, moderate cai and moderate pvl. The physician recommended a repeat sternotomy and aortic valve replacement. The patient stated they will consider it and contact the physician. Follow up from the patient's son indicated that approximately 9 months post valve implant, his father's heart was "just done." He was admitted for an additional 8lbs of fluid, he went to rehab and was discharged to an assisted living facility where he died 2 days later.